Event description:
It was reported that revision surgery was performed due to pain and elevated metal ion levels. The patient consulted her surgeon in late 2012 complaining of pain following her daily exercise routine, with the pain being exacerbated following a 20km hike. X-rays were taken and did not reveal anything suspicious. Blood tests showed elevated metal ion levels. The implants were reportedly well fixed.